Event description:
The customer observed a (B)(6) havab igg result for one (B)(6) female patient on the architect i2000 analyzer. Lot# 30077li00 s/co= (B)(6). Lot# 31135li00 s/co= (B)(6). Per the havab-igg package insert: results less than (B)(6) are (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c29 that has a similar product architect havab-g distributed in the u.s., list number 6l27. Further investigation of the customer issue included a review of the complaint text, batch record review, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The testing met acceptance criteria. A malfunction of the device (assay) was found. Due to the nature of immunoassays which contain biological components a natural variation in performance within the product claims is possible. Unfortunately, due to a tight balance between specificity and sensitivity, both values cannot be 100%. Based on the available information, no product deficiency was identified.